Event description:
The report received from the affiliate indicated that during a renal stenting procedure, the physician passed an unknown guidewire and placed an unknown stent through the 23 cm. 7 fr. Si brite tip str sheath. During re-wiring through the sheath the wire would not track correctly. The physician removed the sheath and realized the sheath was split. The sheath was replaced and the procedure was completed successfully. There was no reported patient injury. The procedure was delayed for approximately twenty five-thirty minutes. The procedure was performed under local anesthesia. Ultrasound was also performed to make sure that none of the sheath was left in the patient. During the ultrasound, it was noticed that the stent was not placed correctly. The patient was brought back two days later for another procedure. No additional information including target lesion information was available despite multiple attempts.

Manufacturer narrative:
Please note that the event date was unknown. The event date (B)(6) 2013 is the alert date. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found:review of lot 15881775 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The report received indicated that during a renal stenting procedure, a 23 cm. 7 fr. Si brite tip str sheath ¿split.¿ there was no reported patient injury. The procedure was performed under local anesthesia. The physician passed an unknown guidewire and unknown stent through the 23 cm. 7 fr. Si brite tip str sheath. During re-wiring through the sheath ¿the wire would not track correctly.¿ the physician removed the sheath and realized the sheath was ¿split¿. The sheath was replaced and the procedure was completed successfully with an approximate delay of twenty five-thirty minutes. Ultrasound was also performed to make sure that none of the sheath was left in the patient. During the ultrasound, it was noticed that the stent was not placed correctly. The patient was brought back two days later for another procedure. No additional information including target lesion information. A non sterile si brite tip 7f 23cm str cannula sheath and a vessel dilator unit component were received inside a plastic bag. Per visual analysis, the csi vessel dilator was received inserted all along through the csi cannula received. Vessel dilator did not present any damage. However, at a glance, the cannula sheath introducer was received frayed/ split/ torn damage. No more anomalies were found. The product malfunction code complaint reported by the customer as ¿endovascular vascular access- brite tip/distal tip- damaged-in patient¿ was confirmed due to the condition of cannula sheath distal tip damaged received. However, the exact cause of the frayed/split/torn damage condition found on the csi cannula could not be conclusively determined during the analysis. Sem analysis was performed on the csi cannula sheath distal tip damaged area and the results showed that the cannula external surface presented evidence of elongation at the surrounding areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however the exact cause of the tip damage could not be conclusively determined. An attempt to recreate the failure mode found on the distal tip of brite tip sheath of mentioned complaint was performed. The failure was not reproduced. As additional investigation the csi catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause frayed/split/torn or other type of damages on the csi catheters. In addition, the csi catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi catheters assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿brite tip/distal tip frayed/split/torn-in patient¿ was confirmed through analysis of the returned device; however, the exact cause of the failure could not conclusively be determined. The analysis notes evidence of elongation at the surrounding areas of the separation which may suggest that procedural factors may have contributed to the reported damage. Controls are in place to prevent defective products from being released and the device history report review did not present any issues that could be associated with the reported event. Neither the DHR, analysis nor the information available suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.